Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information indicates, surgical intervention was undertaken on (B)(6) 2024 wherein wound debridement was performed on the incision site. No product was explanted. Reportedly, the wound has resolved following the procedure.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 4 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3166ans, UDI: (B)(4) , serial: (B)(6), batch: t00005900. Common device name: scs lead, model: 3166ans, UDI: (B)(4) , serial: (B)(6), batch: t00005861. Common device name: scs lead, model: 3166ans, UDI: (B)(4) , serial:(B)(6), batch: t00005900.

Event description:
It was reported the patient's neck incision site was swollen and red. As a result, intervention is pending to address the issue. It is unknown which lead the allegation is against.